Event description:
The customer reported that the insulin gauge displayed a different amount than expected earlier in the day, showing 0 units when it was expected to show more than 200 units, with a difference of over 30 units from the anticipated value. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for further troubleshooting if needed.